Event description:
It was reported that on (B)(6) 2022, a 3mmx6mm amplatzer duct occluder ii was selected for implantation. During the procedure, after releasing the device from the delivery system, it was noted that the device was not fitting into the defect properly, and the device embolized. It was decided that the patient required surgical intervention to treat the defect and remove the device. No adverse patient effects. The patient is reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device not fitting into the defect properly and device embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.